Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve device serial number is in process. Echo imaging was received and reviewed by edwards echocardiographic expert. Pre intervention imaging reveals a small lv outflow tract with presume lv outflow tract membrane, a native trileaflet aortic valve with diffuse commissural thickening and mildly reduced systolic opening, mild ar, and an elevated trans aortic systolic velocity and gradients. Post pump echo imaging review: iotee post pump imaging is notable for a bioprosthesis with normal leaflet appearance and motion, atypical soft tissue density thickening adjacent to the posterior aortic root, presumably representing hematoma and or edema following intervention, a small hyperechoid mass within the noncoronary sinus of valsalva possibly representing suture material or a displaced piece of ectopic calcium, at least moderate central ar with an atypical linear jet origin and evidence of high frequency vibration of what is presumed to be one or more of the aortic bioprosthesis leaflets. Limited spectral cw doppler from tee reveals trans aortic systolic vmax 2.75 ms and mean gradient 13 mmhg the zebra stripe pattern associated with the spectra doppler envelope suggests high frequency systolic vibration of a structure in the patient of the cw doppler, presumably one or more aortic valve leaflet. Ar of any etiology could cause the zebra stripe pattern as long as there is oscillation of tissue caused by the ar. The presumed mechanical is malalignment of the leaflets due to external distortion with resulting ar and high frequency vibration oscillation of a leaflet commissural edge cause by high velocity ar passing by the leaflet edge that is not in direct contact with another leaflet edge. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information 21mm inspiris valve was implanted and intra-operative transesophageal echocardiogram (tee) showed moderate central aortic insufficiency. The 11500a valve remained implanted. The patient expired on pod #1. Per medical records received the patient underwent aortic valve replacement due to moderate aortic insufficiency and subaortic membrane with lv outflow tract obstruction and severe lvh, with a sub aortic membrane gradient above 20mmhg. The patient presented electively for surgery with preop indication including chest pain and dyspnea. The patient underwent aortic valve replacement with a 21mm 11500a aortic valve and an aortic root enlargement using a dacron patch, resection of subaortic membrane and a septal myomectomy. The patient was noted to have "very poor tissue quality." On transesophageal echocardiogram (tee) the bioprosthetic valve was well seated in the supra-annular position. There was no evidence of perivalvular leak. There was moderate central aortic insufficiency. The lvot gradient was 14mmhg. Lv an rv function are well preserved. The patient was transferred in hemodynamically stable condition to the sicu for postoperative care. The patient was found unresponsive after she was turned, and in pea arrest on pod #1. CPR was instituted and the patient reintubated, the sternotomy was reopened and a large amount of blood that appeared to be coming posteriorly from the heart was suctioned. The patient was taken emergently to the or for mediastinal exploration and placed on cpb. On examination of the heart in surgery there were no signs of bleeding and no obvious signs of perforation. Despite multiple rounds of defibrillation for ventricular fibrillation, optimization of acid base status and 30 mins of resuscitation on cpb, the heart was not salvageable. The cause of death was hemorrhagic shock, complete heart block and hyperkalemia. Per physician, the death was not believed to be related to valve.

Manufacturer narrative:
H10. Corrected data: after further review of the information received this event is actually not reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.